Event description:
Pt reported down button sticking on device. The device was beeping and the display screeen was changing on its own. Pt's blood glucose was not affected. Pt switched to backup device.